Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having problems with their unit. Patient reported continuously seeing cable disconnected message with recharger connected for a little while (confirmed december) and noted it was appearing much more often now. Caller also reported that it takes a couple of hours to charge their implantable neurostimulator (ins) to 30%. Caller noted yesterday their programming changed from program b to program a on its own. Caller confirmed they have been able to charge the controller without issue when plugged into the ac power supply. Agent had caller reset controller with ac power supply and caller reported flashing and then solid green light. Caller reported no visible damage to controller port or controller battery compartment pins. Caller noted 3 of the battery pack pins have contact marks, but the one of the far left doesn't look like it is contacting as well. Caller also reported the recharger plug pins look kind of worn and the pin on the end looks pushed in. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent advised caller to monitor and call back if issue persists.